Event description:
It was reported that a pump declared an altitude alarm 21. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer's insulin delivery was initially suspended due to the alarm, but they followed instructions to clean the speaker holes and reconnect the cartridge. After these actions, the insulin delivery was successfully resumed and the pump returned to normal operation. Technical support provided additional tips to prevent future altitude alarms, which the customer acknowledged.